Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 2.4.2 / ios_16.2.

Event description:
It was reported that pump "battery not charging like it used to". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.